Event description:
It was reported that pt is experiencing swelling in the hip pain "charlie horse like" discomfort in buttocks, followed up with doctors. Blood test was done and he is waiting for results. Pt also scheduled MRI. Pt is following up with doctors.

Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.